Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had intermittent capture and elevated thresholds. It was also noted that the right atrial (ra) lead exhibited muscle stimulation in the abdomen and the device had pacing problems. The entire system was removed and replaced. No further patient complications have been reported as a result of this event.